Manufacturer narrative:
The initial reporter also notified the FDA via medwatch #(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system had a hole in the catheter, resulting in leakage. The following information was provided by the initial reporter: "while advancing, I noticed blood leaking from the catheter at the base of the IV before was fully inserted. I immediately removed the IV and noticed that the catheter was "broken" or had a hole m it."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported bd nexiva¿ closed IV catheter system had a hole in the catheter, resulting in leakage. The following information was provided by the initial reporter: "while advancing, I noticed blood leaking from the catheter at the base of the IV before was fully inserted. I immediately removed the IV and noticed that the catheter was "broken" or had a hole m it.".